Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0njuf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient¿s health care provider (hcp) wanted to shut their implantable neurostimulator (ins) off for a week because they had issues with it not working. They wanted to do a new chart flow for a week to see what settings they should do and the patient was supposed to keep a log for a week. The patient had a new ins put in (B)(6) because it wasn¿t working for them and they still had the same issues with the new stimulator. It hadn¿t worked for the patient at all. The patient was able to successfully turn the ins off and would keep a log of their symptoms for their hcp for the next week. It was further reported that the cause of the event was not determined. The patient was still urinating frequently and experienced nocturia. The troubleshooting, interventions, or other actions taken to resolve the event was that the patient was going to turn the device off for 1 week and then turn it on again for 1 week. The patient would keep a voiding diary and had an appointment scheduled to discuss and change programs if needed. The patient experienced a loss of therapeutic effect and did not experience a loss of stimulation. The patient was not recovered, with symptoms or an issue on going. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2015-07918 for the patient¿s first ins that wasn¿t working.